Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm several times. Customer stated that they experienced high blood glucose level of 461 mg/dl. The customer was treated with insulin pen for the high blood glucose. Customer stated that insulin pump was not dropped or exposed to high magnetic field. Customer stated that the drive support cap was intact. The insulin pump will not be returned for analysis.